Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The fast-cath introducer instructions for use (IFU) states damage to the valve assembly may occur if the inner catheter is withdrawn rapidly.

Event description:
After implanting a valve during a tavi procedure, the 18f introducer sheath was exchanged for a 14f fast-cath hemostasis introducer for use in the right femoral artery puncture. Post dilatation when inserting the non-sjm wire, the introducer had a markedly pulsatile fluid leak. The leaking occurred when the dilator or catheter was in situ. The procedure continued but the patient's blood pressure decreased due to the 1 liter loss of blood. Fluids and blood were administered to compensate. The patient was stable at the end of the procedure and is currently recovering.